Event description:
It was reported that the target lesion was located at the truncus of the celiac artery with moderate calcification and moderate tortuosity. After dilatation with the viatrac balloon, while the balloon was being retracted on the spartacore guide wire, resistance was encountered and the balloon became stuck on the guide wire. Force was applied and the distal part of the shaft separated and remained on the spartacore guide wire. The separated portion of the balloon was retracted from the anatomy with the guide wire and no intervention was required. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire and separation were able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the viatrac 14 plus peripheral dilatation catheter instructions for use (IFU) states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. The force applied to the device likely contributed to the shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The spartacore guide wire referenced is being filed under a separate medwatch report.